Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Device interrogation revealed that the pacemaker was far r-wave oversensing. The far r was sensed on the atrial channel before the r wave was sensed on the ventricular channel. The oversensing was causing inappropriate mode switches. Programming changes were made to resolve the issue. The patient was stable and would be monitored.